Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm size, artery calcification and artery tortuousity at the time of implant are unknown. The pt's co-morbidities are history of coronary artery bypass graft, aortic stenosis with valve replacement, peptic ulcer diease, and coronary artery disease. It was reported that the pt was not a candidate for conventional surgery and explantation of the existing stent graft. It was reported that during a CT scan there was a type I endoleak. The endoleak caused the aneurysm to increase in size from 5mm to 7.3 to 7.8mm. It was reported that the physican requested a talent aortic cuff in april 2004. The talent aortic cuff was implanted about three weeks later.